Event description:
Information received by medtronic indicated that the insulin pump had damaged screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the lcd window on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer (dented), and minor scratches on lcd window. Cosmetic damage was confirmed at the lcd window by visual inspection where very minor scratches on the lcd window was noted. Pump tested ok. Additionally retainer ring damage noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.